Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that they received nine pieces of gauze instead of 10 on the pack.

Manufacturer narrative:
There were no physical samples submitted at the time of the complaint; however, 1 photo sample of the complaint was available for analysis. Based on the photograph, it is clear that there are nine pieces of gauze instead of 10. The reported condition for miscount is confirmed based off a picture provided with this complaint. Subsequently, a physical sample was received and confirmed that there were only 9 sponges out of the 10 that are in a package. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. A formal corrective / preventative action (CAPA) established potential root causes for a report of a miscount. The potential root causes were determined to be: the accuracy and consistency of the scales used to weigh the sponges had not been verified; the procedure to set up the scales did not reflect the current process; for smaller sized product codes, extra movement is performed by rotating the sponges prior to banding; and there were no guidelines for the tightness of the band which could inadvertently create miscounts. If information is provided in the future, a supplemental report will be issued.